Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose value was 350 mg/dl at the time of the incident. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.